Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy. The patient underwent colonoscopy in 2011 post implant.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence and leakage. Following implantation the patient experienced chronic pelvic, rectal and vaginal pain, vaginal infections, abnormal vaginal discharge with odor, vaginal bleeding abdominal inflammation. The patient underwent mesh revision on (B)(6) 2010 due to pain and vaginal complication. No additional information was provided. The patient experienced urethral discomfort and underwent excision of exposed mesh on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Additional (B)(4) patient codes: (B)(4) - intrinsic sphincter deficiency; (B)(4) - incontinence additional narrative: it was reported that following insertion the patient experienced incontinence and intrinsic sphincter deficiency.